Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e1714 captures the reportable event of rash. Imdrf patient code e1708 captures the reportable event of itching.

Event description:
It was reported that after the spaceoar placement procedure, the patient experienced a skin rash on their lower body. The patient was treated with steroids, after 4 or 5 days the rash faded out. The physician stated that the rash may be an allergic reaction to the anesthesia, antibiotics, iodine or peg. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.